Manufacturer narrative:
Section d10: concomitant products: equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00), equinoxe reverse 38mm humeral liner +0 (cat# 320-38-00). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, female patient had a revision of glenoid implants to competitor's devices due to failure of baseplate l. A new exactech tray and liner were used. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray image received. The devices are not available for evaluation due to hospital kept the implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. Serial number, expiration and manufactured dates unknown. The revision reported was likely the result of compression screw fracture secondary to malpositioned glenoid components. The superior inclination of the baseplate likely led to abnormal forces and subsequent compression screw fracture. It remains unclear if the glenoid baseplate was initially implanted with this positioning or if it migrated over time. The series of events cannot be confirmed and potential contributions of manufacturing, user, or patient-related consideration to the event could not be assessed as the devices were not returned for evaluation and product images or initial post-operative radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.